Event description:
It was reported that the right ventricular (rv) lead was sensing artifact noise, had high impedance, and was possibly fractured. Several charges were cancelled and the patient did not receive therapies. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5072 lead implanted 2004-(B)(6). (B)(4).